Event description:
The doctor reported that the patient had three occurrences of infection at tooth locations #2 and #4 after the implants were placed. In an attempt to save the implants, the patient was treated with osseous surgery, antibiotics, and closed flap debridement which were all unsuccessful. The doctor stated that "they do not report infection episodes unless it results in implant removal." Follow up attempts to retrieve the event dates have been made, however to date, no additional information has been received. This report is for the first episode of infection.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-02105. Zimmer biomet complaint number (B)(4). Unique device identifier not applicable. Additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.